Manufacturer narrative:
Correction to g1(reporting contact). The reported event could be confirmed, since the CT scan and information given is discussing a fracture of the talus as the underlying cause. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- there is an untypical situation shown in the provided CT scan. Crucial clinical information to understand the background of the situation is also missing. There is a tibial component with no clear signs of loosening, adjacent we find a cement spacer and a screw in the talus as well as two screws talocalcaneal. The information given is discussing a fracture of the talus as the underlying cause. This would lead to a patient related factor mainly, however, some procedure related issues like positioning or cutting may have contributed to reduce the stability of the talus. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on investigation the issue is caused most likely due to patient related factor i.e., poor bone substance and some procedure related issues like positioning or cutting may have contributed to reduce the stability of the talus but more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision of the talus and the surgeon suspects there was a fracture below the implant.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision of the talus and the surgeon suspects there was a fracture below the implant.